Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining / perforation of the fallopian tubes after insertion"), uterine haemorrhage ("aub") and device dislocation ("migration of essure in abdomen lower pelvic region / migration of essure device; abdomen, lower pelvic region") in a 39-year-old female patient who had essure (batch no. 822355 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: haloperidol lactate. Past adverse reactions to the above products included swollen tongue with haloperidol lactate. Concurrent conditions included abdominal tenderness, leiomyoma nos and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) / dyspareunia") and allergy to metals ("nickel allergy / nickel allergy"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts / other; ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts"). The patient was treated with surgery (on (B)(6) 2014, total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine haemorrhage, device dislocation, gastrointestinal injury, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal haemorrhage, ovarian cyst, uterine cyst and headache had resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Begining in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomyto remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded then complete occlusion of the bilateral fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, pelvic pain, uterine bleeding". Most recent follow-up information incorporated above includes: on 18-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining") and device dislocation ("migration of essure in abdomen lower pelvic region") in a 39-year-old female patient who had essure (batch no. 822355) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches") and alopecia ("hair loss"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts"). The patient was treated with surgery (on (B)(6) 2014, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, gastrointestinal injury, vaginal haemorrhage, ovarian cyst and uterine cyst outcome was unknown and the dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Begining in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomyto remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter added. Essure start and stop date updated. New events abnormal bleeding (vaginal), migration of essure in abdomen and lower pelvic region, pain (lower pelvic, back pain, menstrual pain, abdominal pain), perforation of the fallopian tubes after insertion, coils migrated out of my tubes and were scraping my stomach lining and ovarian uterine cysts were added.treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining"), uterine haemorrhage ("aub") and device dislocation ("migration of essure in abdomen lower pelvic region") in a 39-year-old female patient who had essure (batch no. 822355) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: haloperidol lactate. Past adverse reactions to the above products included swollen tongue with haloperidol lactate. Concurrent conditions included tenderness nos, leiomyoma nos and dysfunctional uterine bleeding. On(B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches") and alopecia ("hair loss"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On 1-oct-2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"). On 1-nov-2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts"). The patient was treated with surgery (on 03-dec-2014, total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 3-dec-2014. At the time of the report, the fallopian tube perforation, uterine haemorrhage, device dislocation, gastrointestinal injury, vaginal haemorrhage, ovarian cyst and uterine cyst outcome was unknown and the dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Begining in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomyto remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-may-2012: fallopian tubes were bilaterally occluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, pelvic pain, abnormal uterine bleeding ¿ most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - new event "abnormal uterine bleeding" was added. New reporter were added. Case updated as medically confirmed. Historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining / perforation of the fallopian tubes after insertion"), uterine haemorrhage ("aub") and device dislocation ("migration of essure in abdomen lower pelvic region / migration of essure device; abdomen, lower pelvic region") in a 39-year-old female patient who had essure (batch no. 822355) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: haloperidol lactate. Past adverse reactions to the above products included swollen tongue with haloperidol lactate. Concurrent conditions included abdominal tenderness, leiomyoma nos and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss") and headache ("headaches"). In may 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) / dyspareunia") and allergy to metals ("nickel allergy / nickel allergy"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts / other; ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts"). The patient was treated with surgery (on (B)(6) 2014, total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine haemorrhage, device dislocation, gastrointestinal injury, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal haemorrhage, ovarian cyst, uterine cyst and headache had resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Begining in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded then complete occlusion of the bilateral fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, pelvic pain, uterine bleeding. " most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received: event outcome of vaginal hemorrhage ,ovarian cyst, uterine cyst and headache updated as recovered resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining / perforation of the fallopian tubes after insertion"), uterine haemorrhage ("aub") and device dislocation ("migration of essure in abdomen lower pelvic region / migration of essure device; abdomen, lower pelvic region") in a 39-year-old female patient who had essure (batch no. 822355) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: haloperidol lactate. Past adverse reactions to the above products included swollen tongue with haloperidol lactate. Concurrent conditions included abdominal tenderness, leiomyoma nos and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) / dyspareunia") and allergy to metals ("nickel allergy / nickel allergy"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts / other; ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts"). The patient was treated with surgery (on (B)(6) 2014, total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and uterine haemorrhage was resolving, the device dislocation, gastrointestinal injury, vaginal haemorrhage, ovarian cyst, uterine cyst and headache outcome was unknown and the dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded then complete occlusion of the bilateral fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, pelvic pain, uterine bleeding " most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet received. Events added from pfs- headaches. Event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining / perforation of the fallopian tubes after insertion'), uterine haemorrhage ('aub') and device dislocation ('migration of essure in abdomen lower pelvic region / migration of essure device; abdomen, lower pelvic region') in a 39-year-old female patient who had essure (batch no. 822355-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: haloperidol lactate. Past adverse reactions to the above products included swollen tongue with haloperidol lactate. Concurrent conditions included abdominal tenderness, leiomyoma nos and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) / dyspareunia") and allergy to metals ("nickel allergy / nickel allergy"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts / other; ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2014, total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine haemorrhage, device dislocation, gastrointestinal injury, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal haemorrhage, ovarian cyst, uterine cyst and headache had resolved and the weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded; on (B)(6) 2012: results: complete occlusion of the bilateral fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: menorrhagia, pelvic pain, uterine bleeding ". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "weight gain " was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes after insertion/ coils migrated out of my tubes and were scraping my stomach lining / perforation of the fallopian tubes after insertion'), uterine haemorrhage ('aub') and device dislocation ('migration of essure in abdomen lower pelvic region / migration of essure device; abdomen, lower pelvic region') in a 39-year-old female patient who had essure (batch no. 822355-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: haloperidol lactate. Past adverse reactions to the above products included swollen tongue with haloperidol lactate. Concurrent conditions included abdominal tenderness, leiomyoma nos and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) / dyspareunia") and allergy to metals ("nickel allergy / nickel allergy"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gastrointestinal injury ("coils were scraping my stomach lining"), menstrual disorder ("abnormal menstrual bleeding"), ovarian cyst ("ovarian uterine cysts / other; ovarian uterine cysts") and uterine cyst ("ovarian uterine cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2014, total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine haemorrhage, device dislocation, gastrointestinal injury, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal haemorrhage, ovarian cyst, uterine cyst and headache had resolved and the weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, uterine cyst, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The symptoms subsided after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded; on (B)(6) 2012: results: complete occlusion of the bilateral fallopian tube. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records confirming: menorrhagia, pelvic pain, uterine bleeding. " the lot number reported (822355) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in 2012 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.